Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Due to a leak failure occurred at the tip, reprocessing could not be completed and foreign matter remained in the sub-water supply channel. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and water tightness was lost due to deformation of the scope cover. Also, evaluation found that water tightness was lost due to a cut on the bending section cover, the objective lens was cracked, the light guide lens was cracked, the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the instrument tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end of the evis exera iii gastrointestinal videoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material inside the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.